Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred prior to use. Upon reviewing the kit, it was noted the guide wire was bent. As a result, a new kit was opened and the catheter was placed successfully. There was no reported delay. There were no reported patient injuries, complications, or death.